Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer found a pinched vacuum tube. He released, and inspected the vacuum tubing with no issues found. He ran instrument, and precision checks with acceptable results. The customer ran calibration and qc with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect na+ for gen.2 results for 1 patient sample on cobas 6000 c (501) module. The initial result was 134 mmol/l, and the repeated result was 143 mmol/l. The results were reported outside of the laboratory.